Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that the patient experienced bent cannula, which led to high blood glucose level event on (B)(6) 2026. The insertion site was gluteus. The infusion set was in use for one day. During event, the patient was treated with manual injection. No further information available.